Manufacturer narrative:
Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born on the year of (B)(6). Block e1: (initial reporter address 2) the reported health care facility's address 2 is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.